Event description:
A filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed without pt complications. Follow up with the physician confirmed that no migration occurred. This device remains implanted. Therefore, no failure analysis will be available. Co's directions for use state: "an inferior vena cavogram must be performed prior to vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies...do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."